Event description:
Customer reported that she had high blood glucose. Paramedics were called and customer was taken to the emergency room and was hospitalized. Customer stated that the blood glucose reading was over 600 mg/dl when paramedics arrived. Customer stated that her insulin pump was alarming battery out of limit. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.